Event description:
Healthcare professional reported right side late seroma, "capsular thickening and peri-implant liquid, probable capsular contracture" baker grade unknown and "axillae are recognized lymph nodes, with prominent cortices." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma late, and "axillae are recognized lymph nodes, with prominent cortices"

Event description:
Healthcare professional reported right side late seroma, "capsular thickening and peri-implant liquid, probable capsular contracture" baker grade iii and "axillae are recognized lymph nodes, with prominent cortices." The device remains implanted.